Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: returned product consisted of a rebel catheter with stent, mandrel, and balloon protector. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was stent damage. The stent was bent, lifted, flared, and overlapping. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported crossing difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 28x2.25mm rebel stent was advanced but failed to cross the previously implanted stent. It was noted that the struts of the rebel stent were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.